Event description:
On 07/02/2024, it was reported by a sales representative via email that an ar-8925t tightrope suture snapped while being inserted. This occurred during use in a case with no patient effect. Additional information requested on 7/8/24

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when inserting/tensioning the sutures.